Event description:
Karl storz video cart wheels snapped off during transport. Other carts have been found with bent wheels. Manufacturer of the casters claimed the cart manufacturer was aware of the issue. Karl storz is not manufacturer cart. Karl storz has upgraded the casters to a new design and replaced the old casters which were shown to be problematic in the hospital.